Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that twenty (20) plus medfusion 3500 pumps were used in infant cardiac care. Typically, these are used at the slower rates possible with the 3500 treprostinil being infused at 0.0126 milliliters per hour. We have been using these pumps at these rates for about ten (10) years. Within the past few months, the pumps are occluding at 1.5 pounds force (lbf). All the pumps are passing preventative maintenance occlusion tests. During testing, using air, at a normal occlusion level pumps will alarm occlusion at nine (9) pounds force (lbf) to twelve (12) pounds force (lbf). Customer provided documentation for thirteen devices.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is that the infusion set tubing is too small for the rate or fluid viscosity. If the infusion set tubing is the correct size, the force sensor may need to be recalibrated as calibration may have drifted over 10 years of use, however this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.